Event description:
Event descripton guidant received info that at a routine follow-up procedure, a <10 ohm shocking impedance was noted in the device history records for the pt's last follow-up. An oversensing of noise was also noted, that resulted in a diverted episode. At this interrogation, a fault code was observed that indicated the implantable cardioverter defibrillator (ICD) failed to charge the capacitors in the maximum time allotted. Guidant received additional info in may 2004, that an interrogation of the device noted that in addition to the preious problems reported, a pacing impedance of >200 ohms was observed.